Event description:
Received a blood glucose reading of 324 mg/dl. He took two more readings within 10 minutes and received results of 103 and 105 mg/dl. The difference between 324 mg/dl and the subsequent readings falls in the "c" zone of the parkes error grid, making the difference clinically significant/ the customer did not allege any adverse events. Customer service will send control solution to finish testing, so no product will be returned at this time.